Event description:
On (B)(6) 2012, company rep received a message from the pt reporting the infusion device was not delivering insulin leading to elevated blood glucose. Upon follow up with the pt on (B)(6) 2012, she stated her blood glucose elevated to 17-20mmol/l (306-360 mg/dl) despite bolusing through the infusion device. Her target blood glucose range is 4-7 mmol/l (72-126 mg/dl). She changed the infusion set and her blood glucose still remained elevated. The infusion site, tubing and insulin cartridge had been in use since (B)(6) 2012. Troubleshooting did not reveal any product issues. The pt is concerned that the infusion set is occluded but the infusion device fails to alarm e4 (occlusion) error. The pt was sent replacement infusion sets along with a sample of another type of infusion set. The infusion device was replaced. The infusion device, infusion set, battery, and cover were requested to be returned for evaluation.